Event description:
Patient was having a pump revision doctor was not able to aspirate catheter. Patient also had decided that she wanted her pump moved to her back. The pump was connected to a flowonix catheter. The entire catheter was removed and replace with an mdt catheter and pump was moved to back. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).